Manufacturer narrative:
After battery installation, the unit powered up with a blank display due to heavy corrosion along the bottom of pcba1 and rust inside the motor end cap. Unable to perform the displacement test due to the blank display. The unit was received with a crack in the battery tube that extends to the top of the unit where the battery threads are located. Inserted a test p-cap into the retainer ring, and it locked in place properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the battery compartment was cracked. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.